Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.5/+1.0/095 (sphere/cylinder/axis) into the patient's right eye (od), he discovered that the lens was upside down. Reportedly, the surgeon "overfilled" viscoelastic into the anterior chamber. When the surgeon extracted the lens, it tore. This occurred on (B)(6) 2018. The lens was removed intraoperatively.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was a small piece of the lens returned. Visual inspection found the haptic torn. (B)(4).

Manufacturer narrative:
Corrected data: (B)(4).